Event description:
Technician alleged that the siderail could not latch. No pt impact.

Manufacturer narrative:
The technician found that the siderail is missing the top rail ratchet rivets. The technician replaced the ratchet rivets to resolve the issue.